Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided x-ray images, dated approximately six months after primary, finds nothing indicative of a device problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required. H10 additional narrative:  added: g4.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for metallosis - liner failure - alval reaction to metal. Event is serious and is considered moderate. Event is probably related to device and is definitely not related to procedure. On (B)(6) 2009, the patient underwent a primary right hip arthroplasty due to osteoarthritis. There were no indicated intra-operative complications. Date of implantation: (B)(6) 2009, date of event (onset): (B)(6) 2011, (right hip). Treatment: revision of metal liner and metal head (by different surgeon/different hospital).